Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during inspection, the unit's ligasure port was not sealing completely. There was no patient involvement.